Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 3300tfx aortic valve in aortic position was explanted after an implant duration of 5 years, 9 months due to calcification and degeneration. The patient presented with symptoms of heart failure. The explanted valve was replaced with a 29mm 11500a valve. The patient was in stable condition post procedure and discharged on pod #3. Hospital pathology report: gross exam, leaflets appear yellow tan with adherent tan-white chalky material. Patient is s/p avr, mvr ablation, and CABG x3. Product evaluation: customer reports of calcification and degeneration were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Leaflet 2 had a 4mm tear near commissure and calcification was evident at the tear. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
Product evaluation: x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcification and degeneration were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Leaflet 2 had a 4mm tear near commissure 2. Calcification was evident at the tear. Leaflet 3 had a 4mm cut near commissure 3 and edges of cut were straight and even and appeared to match up. Wireform was exposed on commissures 1 and 2 and around leaflet 1 on the outflow aspect. Sewing ring had multiple cuts around the valve. Sutures remained attached to the sewing ring around commissure 3. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6: (type of investigation, investigation findings, investigation conclusions). Per the product evaluation summary, "customer reports of calcification and degeneration were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Leaflet 2 had a 4mm tear near commissure 2. Calcification was evident at the tear. Leaflet 3 had a 4mm cut near commissure 3 and edges of cut were straight and even and appeared to match up. Wireform was exposed on commissures 1 and 2 and around leaflet 1 on the outflow aspect. Sewing ring had multiple cuts around the valve. Sutures remained attached to the sewing ring around commissure 3." Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld), coronary artery.